Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 10/98, the pt underwent a primary left l5-s1 spinal root decompression. 17 days later the pt presented with increased back pain and posterior knee pain which was mild in intensity. The pt was prescribed anti-inflammatories and physical therapy. The event resolved with treatment in 11/98. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness being treated" as a possible explanation for the event.